Event description:
The patient reported a post-operative infection. Antibiotics were prescribed and an explant procedure was performed on (B)(6) 2024. As of (B)(6) 2024, the patient is waiting for the wound to heal and will follow-up when it clears up.

Manufacturer narrative:
The other adverse events issues questionnaire was reviewed for potential causes of the reported issue. Based on this review, the incorrect questionnaire was completed. Implanting the device in an off-label location, implanting the neurostimulator too close to the targeted nerve, and migration were ruled out as potential causes. Additionally, not prepping the skin with an antiseptic solution and multiple tunneling attempts were ruled out. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the infection is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, conclusion has been selected as unable to determine root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in other adverse events issues. Other adverse events issue rates remain acceptably low; thus, a CAPA is not required at this time. Other adverse events issue rates will continue to be tracked and trended.